Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer changed the cartridge and infusion set, customer's blood glucose (bg) levels were elevated (246 mg/dl) and insulin gauge estimate was inaccurate. Customer treated elevated bg levels by delivering a bolus via the pump. Customer reported that the cartridge would be changed to address the insulin gauge and bg levels, if bg levels did not normalize. Follow up with customer on (B)(6) 2016 indicated that bg level and fill estimate issue was resolved.